Event description:
A customer reported that a zero result was obtained with creatinine regents (mfg by another co) when running those regents on the behring diagnostics syva 30r (formerly the wako 30r). The 30r is a general purpose biochemical analyzer which has a bar code reader for reading sample tubes.